Manufacturer narrative:
Balloon: model- 72400152, lot sn- (B)(4), mfg date- 09/28/2012, exp date- 09/25/2017. Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the reason for this surgery was due to the cylinders not inflating. No other patient symptoms were associated with this complaint. The patient is doing well following this surgery.